Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the use of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual decompression was performed and then procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, after the use of a 5f mynxgrip vascular closure device (vcd) hemostasis was not achieved. Additional manual compression was performed and then the procedure was completed. There was no reported patient injury. The device was removed after sufficient time. Additional information was requested but not provided. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the stopcock was in the open position, and syringe was not attached to the unit. The sealant and the advancer tube were not returned in its manufactured positions; therefore, it was concluded that this unit was deployed before its arrival at the cordis laboratory. Additionally, the sealant sleeve was observed partially displaced from its manufactured position in the proximal direction, and a procedural sheath was not returned inserted on the unit. A dimensional analysis was executed using a ruler to measure the distance between the inflated balloon and the shuttle tube. During this analysis, it was observed that the distance was as expected per the device design. The functional inflation/deflation analysis of the balloon was attempted. Nevertheless, during this analysis, an inflation lumen blockage was detected with the presence of a saline solution substrate observed inside the balloon body. This saline substrate was concluded to be possibly related to the blockage of the inflation lumen. The saline substrate was attempted to be removed using ultrasonic washing techniques; however, it was not possible. The reported event of ¿sealant-failure to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no damages noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to achieve hemostasis event reported since the device was returned in a condition that suggests a complete removal of the device (sealant and advancer tube were not received) with no damages noted that could be attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy or venotomy. It was noted that the balloon could not be inflated during functional analysis of the device; however, as an obstruction of dried saline substrate was noted within the lumen, it is likely that the customer did not experience this issue during the procedure and was an unlikely contributing factor to the complaint reported. It was also noted that the sealant sleeve of the returned device was only partially displaced from its manufactured position on the shuttle tube. However, as the procedural sheath was not on the mynxgrip catheter, it is possible that the device was manipulated after the procedure to remove the sheath, which can also move the sealant sleeve from its deployed position. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.